Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20-60 mg/dl. Low bg cause was not known. The customer did not provide how they addressed the low bg. The customer then declined assistance from tandem technical support regarding the issue, and stated they will discuss the issue with their health care provider (hcp). No additional patient or event information was available.